Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio results: 1.3, 2.3, lab: 2.5. Time between testing was a few minutes. Customer used two drops on first test; first drop on the repeat. Pt went to the lab a half hour later and through venipuncture had a result of 2.5. Pt's therapeutic range: 2.5 - 3.5.

Manufacturer narrative:
Investigation: customer used two (2) drops on first test. This may affect coagulation test and lead to unexpected inr results or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio results: (1.3, 2.3), ref: 2.5, mean: 2.03, confidence limits: (1.3 - 2.7). The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. Results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inratio precision data provided by end-user lot: date: (B)(6) 2012, first inr: 1.3, second inr: 2.3, mean: 1.8, sd: 0.71, %cv: 39.28. Since %cv is more than 20%, precision test failed the criteria for precision. More investigation is required. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strip was performed on (B)(6) 2012 with reported lot #272729. Test results as follows: donor: #205, inratio results: (3.1, 3.1, 3.4), reference: 3.79, bias threshold: (2.79 - 4.79), %cv: 5.41; #206, (2.9, 3.2, 3.3), 3.55, (2.55 - 4.55), 6.64. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Customer reported used two (2) drops on first test. This may have been contributed to unexpected low result in first test. No product was expected to be returned, in-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, forty three (43) discrepant result complaints were reported for lot #272729 yielding a complaint rate of 0.1024%. Action threshold (>0.07%) has been reached. Strip lot in complaint has strip code 3b2tv which brick lot number 257210 was assigned and packaged into strip lots (272729, 272566). Fifty (50) total discrepant complaints have been reported for lot# 272729, 272566 yielding a complaint rate of 0.028%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.